Manufacturer narrative:
On (B)(6) 2016 a medtronic representative, following-up at the site, reported that the patient had very hard bone and the probe broke in the patient's bone. The surgeon was able to retrieve the fragment. Return requested for suspect navlock lumbar probe. Medtronic investigation, and engineering evaluation of returned suspect navlock lumbar probe find that, as reported, the tip of the probe has been twisted and sheared off at the 10mm mark. The probe shows evidence of being sheared off due to a counter clockwise rotational force applied to the probe's longitudinal axis. This is evident by the direction which the probe was twisted. The probe tip shows evidence of mechanical removal there are also minor impact marks at the back end of the instrument. The impact marks do not effect fit into the mating navlock tracker. Hardware investigation was completed. This issue was found related to a hardware issue and was documented in a medtronic hardware anomaly tracking database.

Event description:
A medtronic representative reported that, while in a spine procedure, the site's lumbar probe broke off from the navlock in the patient's anatomy. No further details regarding the damage, or how it occurred, were provided. The surgeon opted to continue and completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.